Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip appearing to open approximately five degrees after deployment (clip opening while locked) could not be determined. It is possible that procedural conditions (tension on the clip, visualization issues) contributed to the reported appearance of the clip opening slightly; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the clip opening slightly after clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. The second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. After deployment, the mr increased slightly from trace (<1) to mild (1) and the mitraclip appeared to open approximately five degrees. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.